Manufacturer narrative:
(B)(4). Summary of the investigation: with the available information, bsc cannot confirm the clinical observations due to lack of product return. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that right after initial implant, the patient experienced chest pain retrosternal. Echocardiogram showed pericardial fluid and the right ventricular (rv) lead perforated. All measurements were stable and within normal limits. Additional intervention was performed and successfully repositioned the lead. No additional adverse patient effects were reported.